Event description:
It was reported by service report that one of the tracks keeps coming off due to loose components. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported..